Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Visual inspection: the cannscr ø4.5 self-drill l36/12 sst (part # 214.536, lot # 201p649) was received at cq. Upon visual inspection at cq, it was observed that the distal tip of the threaded part was broken. The embedded piece could be confirmed as broken fragment was seen in the x-rays provided in the attachments (B)(4). No other issues were observed with the returned device. Dimensional inspection: dimensional inspection of the distal tip could not be conducted due to post manufacturing damage document review: the following drawing(s) was reviewed; cannulated screw 4.5mm*xx/xx hex sd: se_378879 rev. E (current/manufactured) no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint condition was confirmed for the cannscr ø4.5 self-drill l36/12 sst (part # 214.536, lot # 201p649). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during the surgery cannulated screw was broke while inserting into distal humerus using a short thread. Procedure was completed successfully with ten(10) minutes delay. This report is for one (1) 4.5mm cannulated screw partially threaded/36mm. This is report 1 of 1 for complaint (B)(4).